Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that the t.w. Power supply used in a cadaver lab was not delivering energy. It did not come in contact with the patient. Troubleshooted-changed adapter, changed cord. Still didn't work. Changed generators, worked fine.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 09/02/2022. An investigation was conducted on 09/08/2022. A visual inspection was conducted. Signs of clinical use and no evidence of blood were observed on the device. The power supply was observed to be intact, with no visual defects observed. An electrical evaluation was conducted. A reference power cord was attached to the power supply and the device was switched on. The green light was observed to indicate that there was power to the device. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter, vasoview hemopro 2 device, and returned power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released with no excessive smoke observed. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to deliver energy " was not confirmed. For serial # (B)(6), a lot history search is not applicable because this is a reusable, OEM device. Due to the age of the device, a c of c is not readily available on-site.